Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus china (osh), there was the possibility that this phenomenon was attributed to the accidental failure of the lamp igniter components or near the life of the examination lamp. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during unspecified procedure using the subject device in combination with the olympus video system center otv-s190, it was found the examination lamp did not ignite occasionally. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus china (osh) checked the subject device and found that the reported phenomenon was duplicated and the component of the igniter had failure.